Event description:
A physician reported that in 2000, while treating a pt, the physician tightened the needle at the hub of the syringe. The hub of the syringe then broke off. There was no splattering of the collagen material and no injury to the pt or staff. A 30 gauge needle was used.